Manufacturer narrative:
(B)(4). D4 catalog no - correction d4 primary UDI number - correction e1 initial reporter first name - correction h2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was reportedly sweating and lethargic. He was "not making any sense" and "getting close to a coma". The cgm was reading 50 mg/dl and there was no blood glucose reading documented. The patient's child treated the patient with jelly and the patient recovered after the treatment. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.